Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms and intermittently low out-of-range pace impedance measurements less than 200 ohms. Rv noise with oversensing was also observed, however it was noted that there was no asystole and the patient's intrinsic rhythm was observed throughout. In addition, the patient had many stored pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) recommended full lead evaluation and shock vector breakdown. This rv lead remains in service. Our records indicate the crt-d was explanted and replaced due to normal battery depletion. It was noted that shock impedance measurement was 95 ohms and the rv pace impedance measurement was 239 ohms with the new device. Additional information received indicated that the proximal coil was removed from the shock vector. Additional information received reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to noise. It was noted that the observed noise was reproducible with isometrics. A computerized tomography (CT) confirmed rv lead damage near the subclavian vein. Additionally, right atrial (ra) lead noise was observed but not oversensed. The ra lead remains in service. No additional adverse patient effects were reported. The crt-d was returned for analysis.